Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5 and 6 failed. A field service engineer (fse) replaced the board controller for both 5 and 6 and drawer board for drawer 5 to resolve the issue. The fse worked with medbank support and successfully configured the drawers and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medbank tower, a drawer failed to open, and drawers 5 and 6 appeared in yellow within the populate button. The user attempted to reboot the system, but the issue persisted. The customer stated that the problem occurred while the user was attempting to issue medications to a patient. There were no delays in patient care, and no adverse events or injuries were reported in connection with this incident.